Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the failure to open was thought to be due to the pipeline damage like a frayed tip. The actions taken to resolve the issue were long expansion was attempted so that the tip could be opened with the extension in the front. However, the tip did not open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was defective tip deployment. Fraying was confirmed by fluoroscopy. The device was not positioned in a bend, it was not stuck in the capture coil, less than 50% had been deployed when it failed to open. There was no resistance in particular with the phenom27. The pipeline had been resheathed "2 times or less." The device was resheathed and retrieved with the microcatheter. There were no symptoms reported. The pipeline was used for an indication that is approved. The device was prepared as indicated in the package insert. Bouthillier et al. Classification was c4. The largest diameter of the aneurysm was 12mm. The diameter of the neck was 4mm. Ancillary devices included a fubuki 8fr guide catheter, phenom plus guide catheter, and phenom27 microcatheter.